Event description:
(B)(4). Very heavy bleeding every 2 weeks that caused me to be very anemic. Currently on birth control but still very heavy bleeding. Painful cramps in the f. Tube area. Low back pain and excessive tiredness.